Event description:
It was reported that 42 bd phoenix¿ ast broths were contaminated. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter: "turbid".

Manufacturer narrative:
H6: investigation summary this complaint is for contamination of phoenix ast broth tube (246003) batch 1161603. The customer provided a photo of the affected tube and a non-affected tube for comparison. The affected tube is cloudy. Based off the photo provided for the investigation this complaint is confirmed. A root cause was not determined. A review of quality notifications reviewed one quality notification that was generated. However this quality notification was not related to the complaint issue. A complaint history review was performed and there are no current trends associated with this defect. Bd ID/ast will continue to monitor for trends and take action as necessary.

Event description:
It was reported that 42 bd phoenix¿ ast broths were contaminated. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter: "turbid".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 42 bd phoenix¿ ast broths were contaminated. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter: "turbid".